Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported by the user site that during a localizer procedure on (B)(6) 2026, the "white threads at the tip of probe came off and went into patient." It is reported that the procedure was completed with the same device and the "white threads" were removed from the patient before the incision was closed. No further information is currently available.